Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of the lvad system as outlined in the instructions for use. While the root cause of the event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Underlying individual patient factors and inr above the recommended range may also play a role. Gi bleeding/av m's are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient presented to the emergency department for evaluation of fatigue, lightheadedness and overall sluggishness. He states the symptoms have been worse over the past several months, but the last 2 days have been getting progressively worse. He denies any significant dyspnea, chest pain, or chest pressure. He states he just runs out of energy. He noted he tried to go to cardiac rehabilitation and when walking from the car to rehab he had to stop and rest. This is unusual for him as he was more active prior to getting his lvad. He denies any obvious signs of bleeding. He denies hematuria hematochezia, melanoma, and hemoptysis. He states his device has been functioning normally without alarms. He denies needing transfusions in the past. His wife states that he has had an extensive workup for gi bleed in the past. Patient has been diagnosed with severe symptomatic anemia of unknown origin at this time and there are no other signs of bleeding. It was stated that the patient was status post 4 units packed red blood cells with appropriate increase in hgb and hct. It was stated that it's likely from slow gi blood loss from upper gi av dysplasia associated with continuous flow device which is common. If he since stabilized for a few days here hgb and hct wise it would be reasonable for him discharge and just keep his appointment next week. He will be referred for gi workup. Date of resolution was (B)(6) 2015 and patient was discharged. No additional information provided.